Event description:
It was reported that a motor stall was confirmed in the attention dialogue box. No patient symptoms, treatment, or outcome was reported. The drug contained in the pump was not reported. Additional information has been requested, but was not available as of the date of this report.